Event description:
Status post trochanteric femoral nail implantation, patient fell and returned for office visit. X-ray showed penetration of the acetabulum. Surgeon removed hardware and revised patient to total hip arthroplasty.

Manufacturer narrative:
The device history record was reviewed, and the lot met all dimensional and visual criteria at the time of manufacture. No complaint related anomalies were found. The subject device has been returned, and is entering the complaint system.